Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not received for evaluation. Therefore the customer reported condition was not confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported to a baxter representative a condition of one clearlink administration set that was alleged with a "disconnection at the distal end closest to the patient" from where the tubing meets the check valve. There was no report of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available regarding the patient. No additional information is available.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.